Manufacturer narrative:
(B)(4).b5: describe event or problem - additional informationd9: device availability - additional informationg3: date received by manufacturer - additional informationh2: additional information/device evaluationh3: device evaluated by manufacturer - additional informationh6: adverse event problem - additional information.

Event description:
Manufacturer's narrative (b5) it was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed. A review of the share logs was performed, and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.